Event description:
It was reported that a user experienced elevated blood glucose while using the ilet bionic pancreas and questioned pump function, with concurrent discrepancies from a freestyle libre 3+ sensor and potential user difficulty with pump, sensor, and infusion set use; capillary glucose values included 206 mg/dl decreasing to 202 mg/dl and later 140 mg/dl, and the user self-treated with oral glucose. Investigation of this case revealed that the cause of the glucose excursion was unclear given conflicting sensor data and possible use error. No clinical symptoms associated with abnormal glucose readings. Outcomes included temporary impact without hospitalization or long-term sequelae. It was concluded that a device malfunction was not confirmed and that additional evaluation would be contingent on device return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.